Event description:
A customer's family member reported the test doesn't start after sample is applied and as a result of being unable to test, the customer experienced a loss of consciousness. The paramedics were reportedly called, but no treatment was provided. The customer self-treated with humalog and food to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.